Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. Pieces measuring approximately 0.083¿ x 0.120¿ and 0.062" x 0.252" were not returned with the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The complaint regarding instrument stuck on trocar was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ventral hernia transversus abdominis release (tar) surgical procedure, the fenestrated bipolar forceps instrument got stuck in the trocar. The site extracted from the abdomen and "trimming" to recover the trocar from the robot. A backup instrument of the same kind was used, and the procedure was completed with no patient injury and with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the reporter stated that "trimming" meant that he cut the plastic piece that was sticking out preventing the two elements (instrument and cannula) from being separated, in order to re-establish the correct axis. The instrument and cannula were removed together because the metal tip of the instrument came out of the black plastic. The port incision was not increased to remove the instrument and cannula together. The was no additional ports/incisions put in place due to this issue. No tissue was excised/removed due to this issue. The jaws of the instrument were not stuck on the patient's tissue when the issue occurred. There was no unexpected bleeding. There were no non-intuitive movements observed, the instrument remained static. The patient information was not provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting fenestrated bipolar forceps got stuck in the trocar, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Intuitive surgical (is) failure analysis engineer performed an advanced review of the provided images and confirmed that the proximal clevis of the instrument became dislodged from the main tube, and as a result, the instrument was unable to be removed from the cannula. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to proximal clevis of the instrument became dislodged from the main tube. Jaw dislodgment could result in the tips being stuck and unable to be opened with master tool manipulator activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.